Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were getting an unexpected restart alarm on the insulin pump. The alarm had occurred 6 times within a 30-minute period. Troubleshooting was performed. They stated that the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The unexpected restart alarm was recurring during normal pump use. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.